Event description:
It was reported that an alert was recorded due to high shock impedance out-of-range of over 125 ohms. Technical services reviewed the case and indicated the shock impedance trending has been around 100 on average, and recommended to reset the alert, increased the alert thresholds to 150 ohms and continue to monitor. This right ventricular lead remains in service and no adverse patient effects were reported.